Manufacturer narrative:
The insulin pump passed displacement test and self test. Hardware low level failure alarm confirmed in the pump history file due to broken trace on u1 keypad assembly. (Variableinfo=3).

Event description:
Customer reported via phone call that the insulin pump was under delivering. The customer blood glucose level was 350 mg/dl at the time of incident and the current blood glucose level was 180 mg/dl. Customers other blood glucose value was 60 mg/dl and 180 mg/dl. The customer was assisted with troubleshooting. The customer stated that the auto mode feature was active and automatically adjusting insulin delivery at time of high blood glucose event. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer alleges that the insulin pump was under delivering because the customer experienced this for the second time in a row already. Customer also stated insulin pump had hardware low level failures alarm. Customer was able to successfully clear the alarm also able to complete pump rewind. Self-test was passed. The device will not be returned for analysis.